Event description:
As reported by the edwards field clinical specialist, during valve deployment there was a prolonged pacing run of approximately 40-60 seconds. After deploying the sapien valve, the patient's blood pressure remained low in the 30s. The proctor recommended that the patient be placed on cardiopulmonary bypass (cpb). The patient was given epinephrine by anesthesia. While preparing to go on cpb, chest compressions were started to circulate the epinephrine. After approximately 60 seconds of chest compressions, the patient's pressure increased to the 80s and the patient recovered. The patient was not placed on cpb. The patient was extubated two days post transcatheter aortic valve replacement (tavr). The patient's ejection fraction (ef) was 30-35%. Per report, the prolonged pacing run during valve deployment contributed to the slow recovery of the patient's blood pressure. It was reported that the reason for the prolonged pacing was that after initially positioning the valve the medical team decided that the valve needed to be repositioned slightly. This slight movement took a little longer than normal due to the surgeon being inexperienced in transapical device handling.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, hypotension is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and the tavr procedure. Hypotension is extremely common during the transaortic valve implant procedure and has multiple potential etiologies, including the effects of anesthesia and rapid ventricular pacing, and is required during bav and subsequent valve deployment. The procedural didactic instructs the operator on methods to reduce the risk of rapid ventricular pacing (rvp), including not pacing if the patient's blood pressure is low, there is ectopy, and to allow recovery time between rapid pacing runs. The root cause of the reported intraoperative hypotension in this case cannot be confirmed; however, the patient's decreased ejection fraction (30-35%) in combination with anesthesia, procedural medications, and an extended run of rvp during valve deployment (due to longer than normal valve positioning), likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.